Event description:
Pt underwent an elective poly exchange (left side). Poly wear and osteolysis were found.

Manufacturer narrative:
Eval was not possible, as the prod was not returned. Prod info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear; however, polyethylene wear after approx 12-1/2 yrs implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the prod code is a discontinued item. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be received, the investigation will be re-opened.